Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing with the returned multifunction (mfc) cable and cprd connector without duplicating the report. The electrode pads used during the event were not returned as part of this evaluation. The device functioned as expected. The device was recertified and returned to the customer. Review of the log of the reported event date of (B)(6) 2025 at 10:10 showed no defib cable ID: unsupported cable, pads on, or pads off messages. The logs suggest that the user was monitoring through leads only. Analysis of reports of this type has not identified an increase in trend.